Event description:
Pt was implanted with matrix construct at t11-l1 on (B)(6) 2012. Status post, the locking cap backed out of the screw at t11 on the right side. Pt was returned to the operating room on (B)(6) 2012 for revision surgery. The locking cap and the screw were removed and replaced. Surgeon re-tightened the construct. The left side of the construct remained intact. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
(B)(6). A review of the device history records showed that the parts were 100% inspected and no discrepancies were noted that would be associated with this complaint.